Manufacturer narrative:
The report of an outflow graft occlusion could not be conclusively determined. Based on the manufacturer¿s complaint history and similar reported events, the decreases in pump power and estimated pump flow values at higher set speeds could potentially be the result of an obstruction of flow through the blood pathway, potentially consistent with the report of a suspected outflow graft occlusion; however, a specific cause could not be determined. Information reported that the patient underwent an outflow graft stenting procedure and following the procedure, the patient remains ongoing on pump support with no further reported issues. The instructions for use lists thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Age/date of birth at time of event and weight were not provided. The patient initially presented at (B)(6) hospital, (B)(6) and was transferred to the lvad implanting center in (B)(6) for further medical management. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. A right heart catheterization had been performed on (B)(6) 2016 that showed pa systolic pressures remaining essentially fixed despite increases in the pump speed, resulting in the healthcare professionals suspecting that the outflow graft was obstructed. On (B)(6) 2016, the patient presented to a local hospital where interrogation of the system controller noted a few pi events and low voltage events. The patient acknowledged allowing the system at times to operate on low batteries. The system controller log file was submitted to the manufacturer's technical services for analysis. The review noted that the power seemed to decrease slightly towards the end of the log file; however there were no events indicative of any major issues. A decrease in power and flow could possibly support the suspicion of an outflow graft occlusion; however, the data in the log file was inconclusive. On (B)(6) 2016 a second log file was submitted to the manufacturer's technical services for analysis due to the patient's rapid decline in health described as shortness of breath and increasing fatigue. The log file review showed the pump was operating within specifications. The patient was transferred to the implanting center for evaluation. The plan was for the interventionalist to stent the outflow graft the next few days. At the time, the patient's inr was 1.32 with a lactate dehydrogenase level of approximately 331 u/l. Stenting of the outflow graft was successfully performed on (B)(6) 2016 and the patient's hemodynamic parameters started to improve. There were no subsequent atypical parameters noted and the patient remained ongoing on lvad support on the step-down unit. The patient was expected to be discharged by the end of that week. A request for images and/or information regarding the nature of the obstruction was made, but no additional information was provided.